Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had less pain relief. There were no environmental/external/patient factors that may have led or contributed to the issue. Two leads were initially connected to the ins battery. The combination 0-7 lead/extension had good impedance values and the combination 8-15 lead/extension showed out-of-range impedance values. Surgery was planned to resolve high impedance of lead 8-15 (six electrodes were out of range). Impedance was checked during the surgery of the lead alone, and the lead and extension using a multi-lead trialing cable, as well as the lead/extension/ins which was checked for both channels of the ins. Impedance of lead were good, but impedance of any other combination of the electrodes, extension and ins were high. The extension was replaced, but this did not resolve the issue. Lead 8-15 was the most important to cover the patient's pain, and the physician decided to switch the leads in the ins channels. The physician switched the channel for the two leads and the electrodes connected. This did not resolve the problem, but the patient was getting good coverage of their pain after the switch. The ins was suspected to be the cause, but was not at end of life so the physician wanted to keep it implanted if possible. The physician was confused by impedance results and wanted to know whether or not the extension was good. The issue was considered resolved as the patient recovered good pain relief. The patient was alive with no injury. No further complications were anticipated. It was noted that the serial number of the extension was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.